Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 460 mg/dl (aviva) and 120 mg/dl (unspecified accu-chek meter). No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips; however, customer has discarded strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.